Manufacturer narrative:
A product investigation was completed: according to the received x-rays, the complaint condition that the screw was broken can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2019, a femoral neck system (fns) locking screw was found to be broken. Initially, the patient underwent an open reduction internal fixation (orif) surgery for the femoral neck fracture on an unknown date. A re-operation in which an artificial femoral head will be implanted is planned. Concomitant device reported: femoral neck system plate (part 04.168.000s, lot unknown, quantity 1), anti-rotation screw (part unknown, lot unknown, quantity 1) and bolt (part/lot unknown, quantity 1). This report is for a femoral neck system (fns) locking screw. This is report 1 of 1 for (B)(4).